Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection under magnification of the wand shows an almost detached screen with contamination/discoloration. The saline tubing and wire are cut. Some saline observed inside the wand. No manufacturing abnormalities were observed. The wand tubing and wire are cut and the wand can not be tested. The complaint was not confirmed. Factors that could have contributed to the reported event include: saline ingress at the end cable. When the device is not in use it is to be placed in a dry, highly visible area not in contact with the user or patient. Only the distal end of the wand is in contact with fluid if the device is used per the instructions for use.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the werewolf flow 90 coblation wand cutting and coagulating functions worked without pressing the keypad. Then the device presented sparks. The malfunction happened during surgery, but it was solved using a back up device. No delays or patient harms were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.